Event description:
Initial reporter indicated that his handheld computer would not turn on. The handheld computer was returned for product analysis. An analysis was performed on the returned handheld and the reported allegation was verified. The cause for the reported complaint is associated with a blown fuse f500 in the power circuit of the handheld computer. Once the fuse was replaced with a known good fuse, no further anomalies were identified.

Manufacturer narrative:
Device malfunction occurred, but did no cause ot contribute to a death or serious injury.